Event description:
It was reported that the patient has expired approximately after implant duration of zero days, due to unknown reasons. It is unknown if the death was device related. Patient had two other devices implanted. No further details were provided. Information learned from implanted patient registry. It was additionally reported that a second device, model # 6900p, was implanted. Reefer to MFR report# 6000002-2008-09368. It was additionally reported that a third device, model # 4900, was implanted. Refer to MFR report# 6000002-2008-09370.

Manufacturer narrative:
Device not returned.